Event description:
It is reported that 10 years after primary surgery, the surface was revised for unk reasons. At the time of revision it was noted that the surface was worn and easily removed without the use of an extractor.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.